Event description:
It was reported that the ventricular lead exhibited greater than 2500 ohms impedance, no sensing and no capture. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.